Manufacturer narrative:
B3: unknown. Device evaluation: one device was received. A visual inspection found the device had gouges in the front cover and top of enclosure, and the quick connect was corroded. During the functional testing, no device problem could be found. The customer reported problem was unable to be confirmed. No action was taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was not heating. There was no physical damage/abuse. There was no patient involvement, and no patient was harmed.